Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to site emergently on (B)(6) 2018, with international nationalized ratio (inr) within normal range but unknown clinical presentation at the time. Diagnostic imaging showed a hemorrhagic cerebrovascular accident (cva). Patient was taken to the operating room (or) for evacuation. Patient is in critical condition and unresponsive in intensive care unit (ICU). Will continue to monitor for any further issues. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that post evacuation of hemorrhage patient had poor neurologic recovery. Patient's family decided to withdraw care and patient passed away on (B)(6) 2018. Autopsy was performed and pump will be returned.